Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the drawer did not open. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had not opened. A technical support specialist suggested doing a cycle count for the medication, and the drawer opened as expected. The system functioned as intended after the technical support specialist repaired the device. D4 : UDI not available.